Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 03.812.004, lot # l265166: manufacturing location: (B)(4), manufacturing date: 17.jan.2017: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-pal applicator knob became completely stuck during an l4-5 mpact transforaminal lumbar interbody fusion (tlif) case using t-pal on (B)(6) 2017. After the surgeon performed a discectomy, he trialed for the t-pal spacer. After finding the right size, the 11mm t-pal titanium spacer was loaded on the t-pal spacer applicator handle with t-pal spacer applicator inner shaft and t-pal applicator knob. The t-pal implant loaded properly and without issue. The surgeon placed the implant straight in and was ready to begin the articulation of the implant. When he went to turn the t-pal applicator knob, it got completely stuck. He loosened it and tightened it several times while holding the security ring down but the applicator knob would not loosen up entirely which inhibited the articulation of the t-pal implant. A pair of vice grips was used to forcefully loosen the applicator knob enough to remove the implant from the t-pal handle. Surgery was prolonged by three (3) minutes. Eventually, the handle and inner shaft were able to be removed successfully and without patient harm. The implant remained implanted in the patient. The procedure was completed successfully. Patient outcome is good. Concomitant devices reported: t-pal titanium spacer 10mm x 28mm - 11mm height - sterile (part # 04.812.011s, lot # unknown, quantity # 1). This report is for one (1) t-pal spacer applicator knob. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed. The following parts were returned: 03.812.001, 9902119 t-pal spacer applicator handle, qty 1, mfg 22-apr-2016. 03.812.003, l286749 t-pal spacer applicator inner shaft, qty 1, mfg 19-apr-2017. 03.812.004, l265166 t-pal spacer applicator knob, qty 1, mfg 17-jan-2017. The assembly was functionally tested upon receipt and the complaint could not be confirmed. The knob was able to be twisted to open and close the prongs of the inner shaft and the device was able to be assembled and disassembled without difficulty. The complaint is unconfirmed. A visual inspection, functional test, drawing review, and device history record review were performed as part of the investigation. No product design issues or discrepancies were observed. No new information was identified as a result of this investigation. The t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer, per relevant technique guide. Relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A root cause could not be determined as the complaint could not be confirmed. Buildup of bio-burden in the devices may have contributed to the complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.